Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs)(B)(4), alleging that her onetouch ultramini meter continued to display the apply sample message instead of counting down and providing a result after a sample had been applied to the test strip. The complaint was classified based on the customer service representative (csr) documentation following a review of the call by a senior csr. The patient reported that she experienced difficulties testing her blood glucose levels starting on (B)(6) 2019; she indicated that the meter stopped on the apply sample message. The patient manages her diabetes with pills, diet and/or exercise. She denied that she made any changes to her usual diabetes management routine as a result of the alleged issue. She reported that on (B)(6) 2019, she developed symptoms of ¿dizziness, blurry vision, tiredness and weakness¿. She denied receiving any treatment for her symptoms above or beyond the usual routine of diabetes care and management. During troubleshooting, the csr noted that the patient had not been using the meter for the first time. The csr also noted that the patient was using the correct test strips and she described the correct testing steps. The patient confirmed that the test strip completely drew in the blood sample. The csr walked the patient through a re-test, but the issue remained unresolved. A replacement meter was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, after obtaining apply sample messages on the subject meter and continuing with her usual diabetes management routine.